Event description:
It was reported that the pump vibrated and beeped without user intervention or display of alarms; it then became unresponsive.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.